Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty connector on the control board.

Event description:
Complainant alleged that during biomed testing the device was unable to retrieve readings from pacer rate or pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.